Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was treated with juvéderm® volux¿ and developed an abscess. No further information was provided.

Event description:
Additionally, it was noted that the patient was pasting on the 2nd week of this month.

Manufacturer narrative:
Additional, corrected, and/or changed data: b2, b5, b7, c1, d1, d4, d6a, h4, and h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.